Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified that the reported event code was logged in the memory.  Physio then cleared the device's memory and completed other, unrelated, repairs.  The event code did not return.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.